Event description:
It was reported that the patient was readmitted for left heart failure. Cardiac catheterization was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1 and a2: patient initials and date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.